Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported that on (B)(6) 2019, the injection screw of his humapen ergo ii device did not move after the cartridge was removed, and therefore the patient suspected that the pen was broken. Prior to the device issue, in (B)(6) 2018, he experienced abnormal blood glucose, although it is unknown if the humapen ergo ii device was in use at that time. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The user perception of the device movement accurately represents the device functionality, as the clutch to move the injection screw only engages when a cartridge is installed in the pen. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6)-year-old (at the time of initial report) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50, 100 iu/ml) from a cartridge, via unknown device, with unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in 2013 after hospitalization. Since an unknown date in (B)(6) 2018, she started to administer insulin lispro mix 50 with a reusable humapen ergo ii (blue plastic). On an unknown date in (B)(6) 2018 he was hospitalized for blood glucose regulation (bg regulation) (it was unknown if at the time of event he was using reusable device humapen ergo ii or started later). On (B)(6) 2019, the humapen ergo ii was broken, one needle changed after injecting, the amount of insulin solution in the pen core was sufficient, and the black spiral rod could not move forward after taking out the insulin pen core. Knowing that the screw rod might have been broken (product complaint (B)(4), lot unknown). The needle was changed each time. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro mix 50 therapy was ongoing. The patient was the operator of the humapen ergo ii device and his training status was not provided. The general humapen ergo ii device model and the reported suspect reusable device duration of use was not provided. The suspect device was not returned to the manufacturer. The initial reporting consumer did not provide relatedness assessment between the event and insulin lispro mix 50 drug and humapen ergo ii device. Update 03-sep-2019: this case was determined to be non-valid as there was no valid adverse event reported (hospitalization) in the case. This case was cross-referenced with case (B)(4) (same patient). Update 06-sep-2019: information was received on 03-sep-2019 from the affiliate provided the product complaint (pc) number (B)(4) and pc was processed accordingly. No medically significant information was added. No further changes were done to the case. This case was remained as non-valid as there was no identifiable valid event due to hospitalization (reason not provided). Update 13-sep-2019: additional information was received from the initial reporting consumer on 11-sep-2019 via psp. The case was upgraded from serious non-valid to serious valid upon addition of the serious event of blood glucose abnormal. Updated the device from concomitant to suspect and reprocessed the pc accordingly. Added one lab test. Updated causality statement and narrative with new information. Edit 03-oct-2019: upon review of the information received on 11-sep-2019, removed the partial date of suspect device used from the device paragraph in narrative. No other changes were made to the case. Edit 03oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 08oct2019: additional information received on 08oct2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(4) device information, and device return status to not returned to manufacturer for pc (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.